Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: two decontaminated samples were received for investigation. Under visual inspection the samples appeared to be in good condition. Functional testing found that after 12 hours the cuffs were still fully inflated. Based on results of testing the reported failure was not observed or confirmed. No trend of similar customer complaints was identified. No device history report (DHR) review could be performed as the lot number is unknown. No action taken.

Event description:
It was reported that while in use with a patient, when the customer tried to inflate the cuff, it did not inflate. When the sales representative tested the returned sample, there appeared to be no problems. The event occurred in nov-2023. There was no patient harm/adverse event reported. Two devices were reported to be involved. The lot numbers have not been reported.

Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. D4: lot number, UDI number, expiration date, and h4: manufacture date are unknown; no information has been provided to date. E2 - incorrect due to system limitations. Initial reporter is company sales account representative (non-healthcare professional). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Additional information: b5b5 - number of involved devices.

Event description:
Additional information was provided clarifying that only one device was faulty for patient identified as (B)(6) in the previous report 3011237704-2024-00008.